Manufacturer narrative:
The device has not been returned to the manufacturer, but is expected to be returned.

Event description:
The customer states the unit shut down and alarmed while connected to a pt. It was reported that there was no pt harm.